Event description:
The customer's daughter reported that the customer was receiving low reading on their freestyle freedom meter and experienced dizziness and nervousness. It is unknown what the readings were. However, the customer was seen by their doctor and diagnosed with severe hyperglycemia and treated with metformin. The customer also reported their meter had missing segments; however, the customer was still able to read their readings. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: strip lot number: 08075431 is not a valid lot number. A follow up report will be submitted with the valid strip lot number if the test strip vial is returned.